Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refx0108 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "stylet checked prior to insertion. PICC inserted in pt.'s left arm, some minor insertion difficulty noted advancing past subclavian area, resolved easily with repositioning pt.'s left arm. Stylet checked upon removal from PICC after PICC successfully inserted and kink noted within last 2cm of stylet (recognized visually and tactilely)."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a kinked stylet is confirmed; however, the exact cause is unknown. One 3cg stylet was returned for evaluation. An initial visual observation showed no blood residue on the returned sample. Bends were observed in the returned stylet approximately 1 cm and 3.6 cm proximal to its distal tip as well as approximately 20.2 cm distal to the yellow handle of the stylet. No breaks were observed in the core wire of the stylet and the distal tip was found to be present and intact. A microscopic observation revealed no breaks or tears in the tubing at the distal end of the stylet, and the slight bends within this tubing were found to be near the interfacing of two magnets. Insufficient evidence was found on the returned sample to indicate a specific root cause of the bends in the returned stylet; however, possible contributing factors include advancement of the stylet against resistance and damage during manipulation, handling, or use. A lot history review (lhr) of refx0106 showed two other similar product complaint(s) from this lot number. H3 other text : evaluation findings are in section h.11

Event description:
It was reported "stylet checked prior to insertion. PICC inserted in pt.'s left arm, some minor insertion difficulty noted advancing past subclavian area, resolved easily with repositioning pt.'s left arm. Stylet checked upon removal from PICC after PICC successfully inserted and kink noted within last 2cm of stylet (recognized visually and tactilely)."